Event description:
It was reported that the right artial (ra) and right ventricular (rv) leads were dislodged. The rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.